Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, there was difficulty fixing the lead to the atrium due to patient anatomy and there were three "in-case dislodgements". The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.